Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine generator changeout. During the procedure, it was found that the patient's right ventricular lead could not be adequately inserted into the implantable cardioverter defibrillator (ICD) header, resulting in r-wave amplitude variation. The lead and ICD were both installed. The patient was stable.